Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The patient side manipulator (psm) was analyzed and found to be unable to recognize any instrument when installed on an in-house system. The psm was disassembled for further troubleshooting and identified the magnet on the retention plate left spring pin had come off.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on site and replaced the psm due to errors 31009 and 31010. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted radical extraperitoneal without lymphadenectomy prostatectomy surgical procedure, patient side manipulator (psm) 2 flashing orange while the instrument was mounted. The nurse stated that before calling in, the system was already restarted and redraped. The technical service engineer (tse) checked the event logs and found error 31009 and 31010 points to not working instrument presence pins. Presence pin recalibration might be needed. The procedure was converted to multi-port.